Manufacturer narrative:
Date of event: unknown, not provided. Implant date: if implanted, give date: unknown, not provided. Explant date: if explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. Initial reporter phone number: (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported opacification of an intraocular lens (iol). Additional information was received and it was learnt that the lens was successfully implanted into the eye of (B)(6) year-old male patient. The patient was reported being happy and there was no problem at one week post op visit. At one month post-op visit, the surgeon realized opaque (opacification) of the iol. At present the surgeon believes that the opacification has started to dissolve so the problem may not be linked to the iol. No further information was provided.